Event description:
It was reported the lead was explanted and replaced due to sensing difficulty, no capture and an apparent fracture. No patient complications were reported as a result of this event. Low impedance was also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; distal segment returned and analyzed it was reported the lead was explanted and replaced due to sensing difficulty, no capture and an apparent fracture. No patient complications were reported as a result of this event. Low impedance was also reported. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination insulation degradation/deterioration insulation device was out of specification in a manner that relates to event capture, failure to lead(s), fracture of insitivity impedance, low.